Manufacturer narrative:
Exact date of event is unknown. Article indicated event occurred between (B)(6) 2014 and (B)(6) 2015. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection/rupture, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the ascending aortic rupture and subsequent death is unknown. In addition to the procedure itself, patient factors (severe annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibiography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of an edwards sapien 3 without predilatation¿, during a transfemoral tavr procedure in the aortic position, post deployment of a 29mm sapien 3 valve, one patient with severely calcified aortic valve and a critically low ava (0.5 cm2), became hemodynamic compromised immediately after the commander delivery system crossed the aortic valve. For inexplicable reasons, repositioning of the device led to severe injury of the ascending aorta, resulting in intra-procedural death. The patient had a severely calcified aortic valve and a critically low ava (0.5 cm2).

Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505 complaint (B)(4):mfgr report number 2015691-2017-01507 complaint (B)(4):mfgr report number 2015691-2017-01508 complaint (B)(4):mfgr report number 2015691-2017-01509 complaint (B)(4):mfgr report number 2015691-2017-01510 complaint (B)(4):mfgr report number 2015691-2017-01512 complaint (B)(4):mfgr report number 2015691-2017-01514 complaint (B)(4):mfgr report number 2015691-2017-01515.